Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder from 1998 to 2016, depression from 1998 to 2016, post-traumatic stress disorder from 1998 to 2016, borderline personality disorder from 1998 to 2016 and uterine cancer in 1995. Previously administered products included for an unreported indication: imitrex from 1992 to (B)(6) 2019. Concurrent conditions included obesity and sleep disorder. Concomitant products included cefixime (flexeril) from 2015 to 2017, fluoxetine hydrochloride (prozac) from 2007 to 2017, furosemide;potassium chloride (lasikal) from (B)(6) 2017 to (B)(6) 2018, gabapentin since (B)(6) 2018, methylphenidate hydrochloride (ritalin) since (B)(6) 2018, naproxen since (B)(6) 2018, olanzapine (zyprexa) since (B)(6) 2018, omeprazole since 2015, oral contraceptive nos from (B)(6) 2008 to (B)(6) 2008, paracetamol (tylenol) since (B)(6) 2018, potassium from 2017 to 2018, pramipexole dihydrochloride (mirapex) since 2016 to (B)(6) 2018, propranolol in 2018, sumatriptan succinate (sumatriptan) since 2008, tramadol since 2018, trazodone from 2011 to 2016 and valproate semisodium (depakote) from 2009 to 2017. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal): type: vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2009, the patient experienced abdominal pain ("left and right abdominal pain"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary incontinence ("bladder or urinary problems or changes:incontinence") and abdominal pain lower ("cramping"). In (B)(6) 2013, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"). In (B)(6) 2018, the patient experienced fatigue ("fatigue") and fibromyalgia ("other injury(ies) or complication (s) please describe: fibromyalgia"). On an unknown date, the patient experienced migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (hysterectomy (partial)). Essure treatment was not changed. At the time of the report, the pelvic pain, vaginal infection, urinary incontinence, migraine, dysmenorrhoea, dyspareunia, fatigue, weight increased, irritable bowel syndrome, fibromyalgia, abdominal pain lower and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, irritable bowel syndrome, migraine, pelvic pain, urinary incontinence, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs, it was mentioned that essure not removed and plaintiff undergo hysterectomy (partial). Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2019: pfs received. Injury nos replaced with new events. Reporter's information was added. Patient's demographics was added. Added event vaginal infection, bladder or urinary problems or changes: incontinence, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, cramping, left and right side abdominal pain, fatigue, weight gain, irritable bowel syndrome, fibromyalgia. Historical drug, historical conditions, concomitant conditions, concomitant drugs, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar ii disorder from 1998 to 2016, depression from 1998 to 2016, post-traumatic stress disorder from 1998 to 2016, borderline personality disorder from 1998 to 2016 and uterine cancer in 1995. Previously administered products included for an unreported indication: imitrex from 1992 to (B)(6) 2019. Concurrent conditions included obesity and sleep excessive. Concomitant products included cefixime (flexeril) from 2015 to 2017, fluoxetine hydrochloride (prozac) from 2007 to 2017, furosemide;potassium chloride (lasikal) from (B)(6) 2017 to (B)(6) 2018, gabapentin since (B)(6) 2018, methylphenidate hydrochloride (ritalin) since (B)(6) 2018, naproxen since (B)(6) 2018, olanzapine (zyprexa) since (B)(6) 2018, omeprazole since 2015, oral contraceptive nos from (B)(6) 2008 to (B)(6) 2008, paracetamol (tylenol) since (B)(6) 2018, potassium from 2017 to 2018, pramipexole dihydrochloride (mirapex) since 2016 to (B)(6) 2018, propranolol in 2018, sumatriptan succinate (sumatriptan) since 2008, tramadol since 2018, trazodone from 2011 to 2016 and valproate semisodium (depakote) from 2009 to 2017. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal): type: vaginal/ vag. Infect") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2009, the patient experienced abdominal pain ("left and right abdominal pain"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary incontinence ("bladder or urinary problems or changes:incontinence") and abdominal pain lower ("cramping"). In (B)(6) 2013, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"). In (B)(6) 2018, the patient experienced fatigue ("fatigue") and fibromyalgia ("other injury(ies) or complication (s) please describe: fibromyalgia"). On an unknown date, the patient experienced migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse),"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), gastrointestinal disorder ("gi conditions") and headache ("headaches"). The patient was treated with surgery (hysterectomy (partial)). Essure treatment was not changed. At the time of the report, the pelvic pain, vaginal infection, urinary incontinence, migraine, dysmenorrhoea, dyspareunia, fatigue, weight increased, irritable bowel syndrome, fibromyalgia, abdominal pain lower, abdominal pain, bladder disorder, urinary tract disorder, gastrointestinal disorder and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, headache, irritable bowel syndrome, migraine, pelvic pain, urinary incontinence, urinary tract disorder, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs, it was mentioned that essure not removed and plaintiff undergo hysterectomy (partial). Current weight 297 lbs. Essure was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet was received. Events bladder probs, urinary probs, gi conditions and headaches were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.